Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator was replaced due to infection (reference mfg. Report 3004209178201004657). The replacement implantable neurostimulator also became infection and was explanted. The hcp reported that the pt had a lot of other underlying issues. The cause of the infection was unk, but was not believed to be device-related. The hcp didn't know the pt outcome since explant on (B)(6) 2010.